Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support the pump was functioning as expected. Additionally, it was reported the customer experienced undefined cartridge issue as the customer was receiving undefined messages to check the cartridges. Customer's blood glucose level was 250 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.